Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant, the right atrial (ra) lead dislodged and migrated into the right ventricle. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.